Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated creatinine results generated using the architect c4000 analyzer. The following data was provided. The customer uses normal range for females 0.55 to 1.02 mg/dl. Initial 2.65, repeat 1.33. Testing in another laboratory generated a lower result, 1.3. The patient result was lower for a specimen tested 7 days earlier, 1.25. The specimen is from a dialysis patient. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation concluded that a malfunction occurred. The device did not perform as intended. A malfunction of the reagent probe ((B)(4)) was identified. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account. During troubleshooting, the reagent r1 pipettor calibration failed. The fse found a misaligned reagent probe (part 01g47-03) and loose screws on the r1 pipettor arm. Reagent probe (part 01g47-03) was replaced, the issue was resolved, and the analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend or systematic issue was identified for the issue identified in the complaint. Product labeling was reviewed and found to be adequate. Architect c4000 analyzer serial number (B)(4) service history was reviewed and no contributing factors were found. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.